Event description:
It was reported that after a standard stimulator replacement, the patient had a lack of stimulation. Impedances were within range intraoperatively, but post operatively, the patient could not feel any stimulation. The lead was replaced with a 5-6-5 paddle lead 48 hours later. The patient was doing well.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 7427, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 7435, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3487a, lot# j0225562v, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3550-09, lot# la7826, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type accessory (B)(4).